Event description:
This report summarizes 4 malfunction events in which the device had a component detach. - 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 4 reported events are included in this follow-up record. Product return status 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 3 reported events were confirmed. Evaluation results 1 device was found to be affected by a missing insulating tube. 1 device was found to be affected by a separated nose tip. 1 device was found to be affected by a separated nose tip and missing components.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by detached and missing components. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.